Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. Upon device interrogation a battery depletion (bd) error was observed. Technical services reviewed the device data and confirmed the bd error was caused by excessive magnet applications. However, the most recent battery measurement showed recovery and it was expected that the device battery status would fully recover. Technical services also discussed trying to determine the reason for the magnet applications. Beeping due to magnet applications is expected device behavior but can drain the battery, so if the magnets were not being used clinically, it was suggested for the patient to check their environment and avoid close proximity. The field representative reported the patient was never aware of magnetic fields or influences in their environment, so the cause was never identified. It was also noted that the patient later received appropriate shock therapy for a ventricular fibrillation (vf) episode, confirming the device was functioning properly. The device remains implanted and in service. No adverse patient effects were reported.